Event description:
Redness of both knees [erthema], swelling in both knees [joint swelling], pain in both knees [arthralgia]. Case description: spontaneous report received on 11-jun-2008 from a (B) (6) consumer with a history of osteoarthritis and previous synvisc injections, (B) (6), who experienced pain in both knees, swelling in both knees and redness in both knees after starting synvisc. The pt received synvisc injections into both knees on (B) (6) 2008, (B) (6) 2008 and (B) (6) 2008. She stated that she experienced some soreness in both knees after the second synvisc injection on (B) (6) 2008, but that it was not debilitating. However, on (B) (6) 2008, 24 hours after the third injection, she experienced extreme pain, redness and swelling in both knees. She contacted the physician who prescribed for both knees: ice, elevation, rest and unspecified oral steroids for a few days. By (B) (6) 2008, the pt stated she felt fine and was able to move around. The pt contacted the MFR to see if she had developed an allergy.